Event description:
Patient's family called out. Nurse noted blood everywhere upon entering room. Found broken connection on port needle line before the cap (connection at distal end between the port tubing and the female connection). Was not able to draw culture and flush with heparin due to where the break was. Unfortunately, upon re-accessing unable to draw blood and therefore had to flush before getting blood return. Defective piece saved.